Event description:
It was reported that the homechoice (hc) device gave off shocks when the home patient (hp) made contact with the heater plate. The hp stated that they touched the heater plate at start up, while placing the solution on top of the hc, and their hand was shocked. The hp was standing up at the time and was not touching any other electric devices. The patient noted that there were no physical marks left on their person. During the troubleshooting, the hp explained that there were no spills or obvious causes of the shock. The device was disinfected using chlorhexidine spray. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A review of the service history revealed no failures or problems that were the same as, or similar to the reported condition and there was no indication that the parts replaced during servicing caused or contributed to the reported event. The device was visually inspected. The reported problem did not repeat during one-hour simulated test and electrical safety test. The device also underwent a functional check and was found to have met product specifications related to the reported event. An issue was noted during the evaluation that required the pump to be replaced, but it was not related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history record showed that the device was no longer in its original manufactured condition but the device had met specifications prior to its release to the customer. Should additional relevant information become available, a follow-up report will be submitted.